Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and multiple cesarean sections. Concurrent conditions included obesity, abdominal cramps, pain, menometrorrhagia, bacterial vaginosis, cyst, respiratory tract congestion, chest pain, appetite lost, sleeplessness, endometriosis, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celexa), medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), migraine ("migraines/ headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety /mental anguish") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection, abdominal pain and back pain had resolved and the vaginal haemorrhage, female sexual dysfunction, migraine, nausea, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: 1. A 2.3 cm right ovarian cyst likely physiologic 2. No definite CT evidence for appendicitis although the appendix is not discretely seen. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2013: uterus-hysterectomy and bilateral tubes histologically unremarkable uterine cervix. Benign proliferative endometrium. Focal superficial adenomyosis. Histologically unremarkable fallopian tubes bilaterally.. Ultrasound pelvis - on (B)(6) 2012: the uterus is within the limits of normal. Echogen region along the inner margin of the endometrium which may be related to previous procedure. Clinical correlation is suggested. The ovaries appear within the limits of normal with bilateral ovarian follicles and a physiologic right ovarian cyst blood flow is seen to both adnexa. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dysmenorrhea, heavy periods ,migraines., anxiety abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new event "general abnormal bleeding" were added and event pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), vaginal infection outcome updated to "recovered/resolved". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and multiple cesarean sections. Concurrent conditions included morbid obesity, abdominal cramps, pain, menometrorrhagia, bacterial vaginosis, cyst, respiratory tract congestion, chest pain, appetite lost, sleeplessness, endometriosis, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celexa), medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder / urinary tract / vaginal) type: vaginal,"), migraine ("migraines / headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish") and depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, vaginal infection, migraine, nausea, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: a 2.3 cm right ovarian cyst likely physiologic. No definite CT evidence for appendicitis although the appendix is not discretely seen. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. On (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2013: uterus-hysterectomy and bilateral tubes. Histologically unremarkable uterine cervix. Benign proliferative endometrium. Focal superficial adenomyosis. Histologically unremarkable fallopian tubes bilaterally. Ultrasound pelvis - on (B)(6) 2012: the uterus is within the limits of normal. Echogen region along the inner margin of the endometrium which may be related to previous procedure. Clinical correlation is suggested. The ovaries appear within the limits of normal with bilateral ovarian follicles and a physiologic right ovarian cyst blood flow is seen to both adnexa. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, heavy periods, migraines, anxiety abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr received. Reporters information updated. New events: abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), apareunia (inability to have sexual intercourse), infection (bladder / urinary tract / vaginal) type: vaginal, migraines / headaches, nausea, psychological or psychiatric problems condition: anxiety, depression & mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain: abdominal ,lower back pain, vaginal discharge, weight gain were added. Concomitant drugs, outcome for pain added,medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.